Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing stored electrograms (egm) and short v-v intervals. The rv lead was inactivated and remains in patient as the patient was upgraded to defibrillator system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.